Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an error code 1660. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to fluid contamination of the microprocessor unit board. As a result, the microprocessor unit board replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.